Event description:
Customer called to report a leak at the baths of the coulter ac.t diff analyzer. Customer stated that the baths were not draining and a few milliliters of fluid overflowed. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The field service engineer (fse) found that the waste line for the baths was clogged, causing the baths to overflow. The fse replaced the waste line and verified the repairs per established procedures.

Manufacturer narrative:
The root cause for the leak is attributed to the waste line being clogged, which was resolved after the fse replaced the waste line. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)